Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an internal dialyzer leak. The machine alarmed. Test strips were not used to confirm the leak. Estimated blood loss was 250cc. The patient had no adverse effects but medical intervention was required. Patient was given 250cc of saline to replace the loss of blood and was unable to complete treatment due to the leak. Sample has been discarded and will not be returned to manufacturer for evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow-up report will be filed upon completion of the investigation.